Event description:
Follow-up information received that bleeding and laceration were noted at the beginning of the procedure and the physician removed the scope immediately and saw the defect in the scope. The device malfunction was noted after the procedure, when scope was removed. A near circumferential laceration in the rectum was reported. Two clips were applied to control bleeding. The scope was visually checked, suction, air tested and white balanced with no issues noticed. Scope was used the day before on patients with no issues. The patient current condition and pre-existing patient conditions were unknown.

Event description:
It was reported that during a diagnostic colonoscopy procedure, the colonovideoscope insertion tube and bending rubber unraveled, causing wire to be exposed and peeled off. It exposed the metal internal parts which cut the patients mucosa. Lacerations were reported to be present in patient's rectum. As such, the procedure was stopped and cancelled. No perforation was present. Follow-up was conducted for patient outcome and procedure details and pending further information.